Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a stent-assisted aneurysm embolization procedure, a 4mm x 23mm enterprise 2 stent (encr402312 / 6441629) was advanced within the microcatheter and reached the target position when the physician observed that the markers of the stent could not be opened. The physician retracted the stent and switch to another to complete the procedure. There was no report of any patient adverse event or patient complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received. Visual inspection was performed. The returned device is observed to be in good, normal condition. The stent component is still attached to the delivery wire inside the introducer. There was no damage / anomaly noted on it. The stent component was advanced out of the introducer and it deployed correctly. All marker tips were opened correctly on the distal and proximal sides of the stent. A microscopic inspection was performed. Under magnification, the stent was inspected and it was noted that a strut was broken in the middle section of the stent. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6441629. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during a stent-assisted embolization procedure, the complaint device was advanced within the microcatheter and when it reached the target site, the physician observed that the markers of the stent could not be opened. The stent was retracted and replaced. The complaint device was returned and during visual inspection, it was observed in good, normal condition with the stent still attached to the delivery wire. It was advanced out of the introducer and deployed correctly with the marker tips opening correctly on the distal and proximal sides. Further inspection of the stent component revealed that there is a broken strut in the middle section of the stent. Attempts to obtain additional information related to the procedure and the reported issue related to the device were not successful. The reported issue as related to the markers of the stent not opening correctly could not be confirmed; the stent component of the returned device was advanced out of the introducer and was observed to deploy correctly with all marker tips opening correctly on both the distal and proximal sides of the stent. The broken strut in the middle of the stent as observed during the microscopic inspection may have been the factor contributing to the issue reported. The damaged / broken strut may have been a result of device maneuvering during the procedure or during the advancement / retrieval of the stent. The reported issue is confirmed based on the observed broken strut. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2022. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Initial reporter address line 1: no. (B)(6). The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6441629. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, a 4mm x 23mm enterprise 2 stent (encr402312 / 6441629) was advanced within the microcatheter and reached the target position when the physician observed that the markers of the stent could not be opened. The physician retracted the stent and switch to another to complete the procedure. There was no report of any patient adverse event or patient complication.